Event description:
It was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, had foreign matter on the needle. There was no report of exposure, serious injury or medical intervention. It was reported that 25 devices were affected but the date/time and or patient information is unknown.

Manufacturer narrative:
Describe event or problem: it was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, had foreign matter on the needle. There was no report of exposure, serious injury or medical intervention. It was reported that 25 devices were affected but the date/time and or patient information is unknown. Investigation summary: one photo, three sealed 1ml s/t packaged syringes and twenty loose 1ml s/t syringes with needles attached were received. The accompanying paperwork appeared to claim the 20 loose syringes were used, therefore only those that could be handled safely without direct needle contact were evaluated. Some of the needles were unshielded and were not evaluated. The sealed packaged samples were confirmed to be from batch #8155844 (p/n 309623). The needles¿ cannulas all had a small amount of epoxy extending from the hub 1/16 of an inch onto one side of the cannula. The small amount of extending epoxy observed is the area where the epoxy is applied to fill the hub. The amount observed is considered acceptable as it does not interfere with the product¿s fit, form or function. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause is associated with the needle assembly process. Since the defects observed are within the acceptable limits, no corrective actions are necessary.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, had foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.